Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device's pacer ppm increased to 150ppm inappropriately. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and pacer testing without duplicating the report. An interal inspection found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.